Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Slade health has received 3 customer reports regarding loose phaseal infusion adapter (c100). Could you please investigate? Product details product name: phaseal infusion adapter (c100), material/catalogue number: 515306, lot number(s): 2406203, 2404209 and 2311225. Event description, date of incident: on (B)(6) 2024, description of event (please provide specific details of the issue you experienced): 11/12/2024 - phaseal infusion adapter (c100) inserted into a 1l sodium chloride freeflex bag (fresenius kabi). On (B)(6) 2024: phaseal infusion adapter (c100) inserted into a 100ml sodium chloride freeflex bag (fresenius kabi). On (B)(6) 2024: phaseal infusion adapter (c100) inserted into a 100ml sodium chloride freeflex bag (fresenius kabi). All 3 instances involved loose-fitting c100s, noted by nurses during inspection. The c100s were easily dislodged and would slip out of the IV bags when checked before hanging for patient treatment. If the event involved any of the following, please include provide additional detail: death/serious injury - no erroneous results - no exposure to blood/bodily fluids - no safety issue: on (B)(6) 2024 drop of liquid spilled onto nurses glove after c100 slipped out of IV bag. Medical interventions required - no.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples of lot 2404209 that display the reported condition were available for investigation. A device history review was performed for reported lot 2404209, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of the reported lot were used for additional evaluation. The product was visually inspected, there was no damage or other defects observed on any of the infusion adapters. Functional testing was completed, all adapters were inserted into an IV bag without issue and all connections were secure. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. All retained samples underwent these evaluations and product was verified to meet required limits, including proper spike length and diameter. Based on the available information, we cannot identify a root cause related to our product or manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.